Manufacturer narrative:
The investigation has been completed. Based on the analysis, the alleged malfunction could not be verified. A different issue was identified; however, no failure was identified with the different issue.

Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported by the territory manager that the user experienced an elevated blood glucose (bg) level of over 500 mg/dl with big ketones. Reportedly, the user is afraid to use the continuous glucose monitor (cgm) and believes the cgm is "breaking the pump". The user would continue to use the pump until replacement pump is received.